Manufacturer narrative:
No sample was returned for evaluation and the customer reported event of thermal burn was not confirmed. The serial number was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. It is recognized in the medical literature, as the author reiterates, that corneal wound burns are related to compromise of the flow of fluid around and through the phaco tip as well as overheating of the probe tip due to extended use. Fluid aspiration through the tip bore may be limited by tubing setup errors, tip clogging by nuclear or viscoelastic material, or inadequate flow and vacuum settings. The surgeon's description of the console's occlusion alert is correct, and an indication that the system functioned as expected. The console functioned properly when audibly alerting and displaying the occlusion signal to alert the user of a complete occlusion; the surgeon must recognize the signal and manually stop the ultrasound mode. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A literature report indicated a surgeon reported three cases of thermal burns that occurred during a cataract extraction procedure. This complaint concerns case number three. The surgeon reported injecting viscoelastic (ovd) through a 2.75 mm temporal clear cornea incision, and a continuous curvilinear capsulorhexis and hydrodissection were done. At the start of nuclear sculpting, a white plume was visible at the tip of the handpiece, and the corneal wound instantly whitened. After shifting from "sculpting" mode into "quadrant removal" and aspirating most of the viscoelastic, the surgeon easily sculpted the nucleus in the "sculpting" mode without any occlusion bell. The procedure was completed with posterior chamber intraocular lens (iol) implanted. The would was closed with two 10-0 nylon sutures. Also noted was adhesion of the iris to the corneal wound. Iridocorneal adhesion was still existed 5 days postoperatively. The adhesion was separated from the side pore 2 weeks postoperatively. The patient presented with significant corneal astigmatism postoperatively, however, after suture removal at 6 months postoperatively, most residual astigmatism resolved.